Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The proximal side of the tissue pad was intensively worn away. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. Ultrasonic energy was delivered with no tissue present between the closed grasping section and the distal end of probe*. Note: such a state could also appear after the target tissue was cut off. We presume that the tissue pad was severely worn out due to this caused. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, the product name was sb-0520fc. Lot no. 9xk. The tissue pad was heavily worn. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that the subject device was output three times in a surgical laparotomy, tissue pad damage occurred. The intended procedure was completed with another device. There was no dropout in the body, and the tissue pad was burnt and partially melted. There was no patient injury reported.